Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 11 mg/ml of morphine at minimum rate mode via an implantable pump for non-malignant pain. It was reported the patient went into overdose and was sent to the emergency room. The pump was reduced to minimum rate mode. The drug was being changed on the day of the report, (B)(6) 2019, to a lower concentration. It was reported the event occurred two weeks earlier. The hcp was requesting instructions for the system contents removal procedure. No further complications were reported or anticipated.